Event description:
According to a following physician form, the patient underwent open repair for a type ii endoleak and enlargement of the aneurysm sac. There was no additional information provided regarding how the type ii endoleak was discovered or any prior attempts to correct the type ii endoleak. There were no reports of adverse patient effects.

Manufacturer narrative:
All available information indicates that this graft remains implanted. No additional information is available.